Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the sizing jig broke at the junction of the base and the intramedullary rod attached to the jig after using a mallet to seat the instrument.